Event description:
It was reported that leakage occurred during use with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, "the nurse was preparing to perform infusion treatment for the patient when the patient underwent painless endoscopy, and found that the q-syte was leaking when connecting the infusion connector to the infusion set."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, "the nurse was preparing to perform infusion treatment for the patient when the patient underwent painless endoscopy, and found that the q-syte was leaking when connecting the infusion connector to the infusion set."